Manufacturer narrative:
B3: event date it estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the device was not working ever since they had surgery on (B)(6). They stated that they had already reset it, and it showed it was connecting, but it didn't stop them from having accidents. They stated that they had adjusted the stimulation level but stayed on the same program it was set on, yet it was still not working. They also stated that it had just been bad, and that they were back to wearing briefs, and mentioned that the device had been working great prior to the surgery. They also mentioned that they had been hooked up to a catheter and did not have to urinate on their own but thought that the device needed to be reprogrammed. They confirmed that they had turned therapy off prior to the surgery and denied having any falls or accidents that could damage the ins. The agent walked them through connecting to the ins and offered to walk them through changing programs. They were able to connect to the ins and saw that they were currently on program 4 at stim level 4.3. They declined changing programs on their own and stated that they would call their hcp to have an appointment. The manufacturing representative (rep) was contacted to be at the appointment and the rep confirmed they called the patient and left a message and indicated they would be at the patient's appointment which was on (B)(6) 2025.